Event description:
A report was received that the patient is having to frequently charge their implant. The patient's database was analyzed and confirmed premature battery depletion. It has been recommended that the patient's ipg be replaced but the patient will not take any action at this time.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient is having to frequently charge their implant. The patient's database was analyzed and confirmed premature battery depletion. It has been recommended that the patient's ipg be replaced, but the patient will not take any action at this time.